Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2016 with the following findings: the pump was returned with the insulin on board (iob) turned on with a duration set for 2.5 hours. During testing, the ¿ez-prime¿ steps were performed correctly. A 10 unit normal bolus was programmed and delivered with the iob turned on and set for 3 hours. After 3 hours, the iob remaining in status screen 2 and in advanced bolus screens showed remaining iob of 0.18 units. The insulin on board (iob) algorithm is functioning appropriately and as expected; the remaining amount is part of the normal functionality of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.